Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the device was thoroughly inspected and analyzed. A error code was confirmed to have occurred during a commanded capacitor reformation on (B)(6), 2014. The reason for the error code was due to arcing between the load resistor and the output capacitor case, however, due to the extensive damage to the load resistor, it cannot be determined what the root cause of the arcing was.

Event description:
Boston scientific received information that this boxed device displayed an error code prior to implant. The device was not used and has been returned for analysis.